Event description:
It was reported that during infusion of 5-fluorouracil, the device exhibited an alarm for downstream occlusion. The patient presented to the day until approximately 1 hour after the alarm occurred. Troubleshooting was performed by the nurse and the device then exhibited an alarm for cassette not attached correctly. An alternate pump was used with no concerns observed and treatment was continued successfully. Per the reporter, there was delay of treatment but no patient harm or injury.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in overall good condition. Review of the event history log confirmed the customer complaint. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.